Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon was using the exeter rasp handle and inserting the rasp into the pt's femur, surgeon tried to release the handle and it broke, another identical device was immediately available for use and case completed as originally planned.